Event description:
New information received revealed the left ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.2 cm. Analysis was completed. No lead anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation it was observed the left ventricular lead was capturing in the atrium and concluded dislodged. Programming changes were completed to address this issue. The patient was stable.